Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar complaints reported from this lot. Based on the reported information and analysis of the returned pressure wire, the reported difficulties resulting in unexpected medical intervention appear to be related to circumstances of the procedure. It is likely that anatomical conditions contributed to the difficulties as it was reported that after successful use, while attempting to remove the device, the wire ran into the small and tortuous side branch and met resistance causing the tip of the wire to detach. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat the left anterior descending artery with moderate calcification, heavy tortuosity, and 65% stenosis. The pressure wire x, wireless device was inserted and fractional flow reserve (ffr) was performed. While attempting to remove the device, the wire ran into the small and tortuous side branch and met resistance causing the tip of the wire to detach. The rest of the device was removed and snare was used to remove the detached portion of the wire. There was no clinically significant delay in the procedure. No additional information was provided.